Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with moderate calcification and moderate tortuosity. A 6french (f) introducer sheath was advanced. The 9.0x39mm omnilink elite peripheral stent delivery system was advanced but got stuck inside the introducer. Unspecified damage was noted. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.